Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that this unit does not properly mesh during kit inspection. There was no patient involvement, no harm or delay. No adverse events were reported as a result of this malfunction.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined a clearance adjustment and operation check was performed and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.